Manufacturer narrative:
The device was received and is currently awaiting evaluation completion. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter was observed within the packaging of eight (8) vial-mate adapters. The particle was further described as "small, brown flecks almost like cardboard or dirt." There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the device was manufactured from may 29, 2019 - may 30, 2019. H10: ten (10) actual samples were received for evaluation. A visual inspection was performed using the naked eye which revealed a loose and embedded particulate matter to the tyvek of the device. Excessive dirt (embedded and loose) was detected on the tyvek of six (6) units. Some particulate matter was detected on the other four (4) samples on the tyvek, but not excessive. The tyvek is the portion of the packaging that is sealed onto the blister. The reported condition was verified. The cause of the condition was due to a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.